Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001822565 - 2019 - 02701, 0001822565 - 2019 - 02702, 0001822565 - 2019 - 02703, 0001822565 - 2019 - 02704, 0001822565 - 2019 - 02706. Concomitant medical products: 00590103533, hex screw lot 61627212, (B)(4), 00597909541, reamer lot 64192658, (B)(4), 00597909541, reamer lot 64264651, (B)(4), 00598004702, stemmed tibia lot 64020358, (B)(4), 00598009000, stem extension lot 64062432, (B)(4), 42512400412, art surface lot 63395715, (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.